Manufacturer narrative:
Unit evaluated and repaired by the distributor.

Event description:
It was reported by the distributor that the power cord was cut, potentially resulting in exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.